Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm, specifically cartridge alarm 34, which did not result from exposure to external magnets or occur during the loading process. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.